Event description:
No harm to patient. While setting up machine, RN was going through the process of getting the cassette setup where the machine alerted kinked tubing air in line. RN checked tubing and tried to run the process again. It still alerted kinked tubing - RN proceeded to attempt with another cassette - still got the same message - pulled a cassette from different bin and machine was able to proceed to hooking up fluids and priming stage - where it successful completed the priming process Lot number H26D14052.